Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. The device filter and hose were replaced as a preventative measure.

Event description:
It was reported that an alarm occurred indicating that the medication had been administered without any operation. The event occurred during priming at the facility. There was no patient involvement and no patient harmed reported.